Event description:
The report received from the affiliate indicated that during a carotid artery stent implantation, the physician advanced the precise pro rx 9 x 30 stent delivery system through the (non-cordis) catheter sheath introducer and experienced difficulty due to the high tortuosity and severe calcification of the target lesion. The device was removed from the patient for additional pre-dilation. The device was inspected and the distal portion of the stent/one strut was noted to be partially released/prematurely deployed from the outer member. A precise 10 x 30 stent was successfully deployed. The stent was post-dilated with an aviator plus balloon catheter to complete the procedure successfully. There was no reported patient injury. The target lesion was the right internal carotid artery (rica). The lesion was reported to be: de novo, heavily calcified, highly tortuous, and a 95% stenosis. The approach for the procedure was the left femoral artery (lfa). The lesion was pre-dilated with a jackal 3 x 40 balloon catheter. There was no damage noted to the product packaging upon inspection prior to opening. The tuohy borst valve was said to be fastened properly. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted.

Manufacturer narrative:
Concomitant products: gw: percusurge; bc:jackal 3x40mm, aviator plus 4x40mm; sheath: shuttle sheath. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a carotid artery stent implantation, the physician advanced the precise pro rx through the (non-cordis) catheter sheath introducer and experienced difficulty due to high tortuousity and severe calcification of the target lesion. The device was removed from the patient for additional pre-dilation and it was noted that one strut on the distal portion of the stent was partially released from the outer member. Another precise stent was successfully deployed and the procedure was successfully completed. There was no reported patient injury. The target lesion was the right internal carotid artery (rica). The lesion was reported to be: de novo, heavily calcified and highly tortuous with a 95% stenosis. The approach for the procedure was the left femoral artery (lfa) and the lesion was pre-dilated. There was no damage noted to the product packaging upon inspection prior to opening. The tuohy borst valve was said to be fastened properly. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15226683 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.